Event description:
The customer reported being in the emergency room due to high blood glucose of 625mg/dl, and she was released a couple hours later, once her blood glucose was controlled. The customer stated that she was feeling sick and shaky. Initially, the customer mentioned getting alarms and the insulin pump unexpectedly stop functioning. The customer removed the battery and she started back on the device the day she called. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.